Event description:
It was reported that revision surgery was performed due to chronic dislocation, pain, weakness of the legs and hips, fluid accumulations around the hip, and elevated cobalt and chromium levels.